Event description:
Country of complaint: (B)(6). The thread breaks easily and needle detachment.

Manufacturer narrative:
Mfg site eval: samples received: 12 unopened racepacks from OEM stock. There are no previous complaints of this code batch. Tested the needle attachment of the samples available in our stick and the results fulfill the requirements of the OEM. The knot pull tensile strength of the samples available in our stock and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. As stated in the instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.